Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the base of the spike port area. The leak was discovered in the pharmacy prior to packaging and delivery to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction to d4: expiration date and UDI #. Device manufactured between: june 14, 2018 to june 15, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance was found for the spike weld height not meeting specifications due to the interaction between the new bottom nest and the wear of the upper nest; all impacted units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.